Event description:
It was reported that atrial pacing impedance was low, at less than 200 ohms, after implant, and there was no capture or sensing. The atrial port was plugged to make ICD vvi. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found the lead has been stretched causing the inner insulation to tear out of the connector and the conductors short together. Visual analysis also noted the inner tubing is kinked/buckled, the helix/lobe has blood in/on the mechanism and the helix/lobe is distorted/bent. Damaged at implant.